Event description:
The hcp reported a patient's pump was explanted and replaced after 65 months implant duration. During the pump replacement surgery the hcp noted the sutures were "tight" and the connector was tight to the pump, but a leak was noted at the pump connector site. The catheter was cut just below the connector and hcp attached a new pump connector. The reported symptom was an increase in pain which limited the patient's functionality. The patient recovered without sequela. The drugs contained in the patient's pump were hydromorphone (30.0 mg/ml) and clonidine (0.9 mg/ml) delivered at 4.005 mg/day. Additional information has been requested, but was not available at the time of this report.